Event description:
Reportedly, the device was explanted at implant due to regurgitation. Device was replaced with same model and size. Per the (B) (4): "after the implantation see the surgeon a central jet, the valve had an a2-a3 with not many coaptation. The valve became explanted and another one built-in." Surgeon initially communicated to sales rep that although the surgery took a bit longer, there were no consequences for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva glucose result of 283 mg/dl, lab result of 83 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.